Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections g3, g6, h3 and h6. The explanted lal (sn (B)(6)) was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed. Based on the availble information, the investigation determined that the likely cause of the event was the prk that resulted in an increase in cylinder.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +14.0d) was explanted after the completion of the entire light treatment course due to unexpected cylinder as a result of a topography-guided photorefractive keratectomy (prk), performed to address a pre-existing corneal scar. A new lal (sn (B)(6), +16.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 08/16/2024.